Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving baclofen at an unknown dose/concentration via an implantable infusion pump for intractable spasticity. It was initially reported on (B)(6) 2016 that the patient was complaining of increased spasticity despite pump dose increases. The event date was not able to be obtained. In terms of any environmental/external/patient factors that may have led or contributed to the issue, it was noted the patient experienced regular utis (urinary tract infections) but there were no other known concerns. The patient's hcp had increased the pump rate many times without reduction in the spastic symptoms. Oral baclofen was effective in reducing the patient's spasticity though. A dye study was planned for (B)(6) 2016. Surgical intervention had not occurred. The issue was not considered resolved at the time of the event. The patient's status at the time of this report was listed as "alive - no injury." On 2016-08-15, additional information was received via an hcp and it was noted that the patient began experiencing the issue on (B)(6) 2016. A successful baclofen pump study demonstrated intrathecal; the location of the distal tip of the catheter was at t11 and the dye shown to appropriately track in the intrathecal spine. It was further noted that the side port was accessed on (B)(6) 2016 and cerebrospinal fluid was noted. The patient was admitted to in-patient rehabilitation to titrate the baclofen dose on (B)(6) 2016 and they were later discharged on (B)(6) 2016. The patient also had a urology consult on (B)(6) 2016. Regarding the cause of the event, the hcp noted they were not sure if the pump was delivering medication.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information was received from the manufacturer representative. The patient was referred to a healthcare provider (hcp) for a catheter revision on (B)(6) 2016. The entire old catheter was removed and replaced with a new catheter. The reason for the patient symptoms was unclear. The old catheter appeared patent as it dripped freely when cut at the spine site before removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.